Manufacturer narrative:
A customer reported that their AED will not power on and has a blank asi during monthly checks. The customer stated that he tried changing 9v battery. Although requested, additional information regarding the complaint has not been provided and the cause of the complaint is not known. Should additional information become available a follow-up MDR shall be submitted.

Event description:
A customer reported that their AED will not power on and has a blank asi during monthly checks. They reported that this did not occur during patient use.

Manufacturer narrative:
Analysis of the AED's log files identified that the customer's failure to promptly address red asi warnings reduced battery life expectancy. On (B)(6) 2024 when a new battery was installed the AED reported a service code attempted to alert the user by flashing its red asi and chirping. The AED continued to flash and chirp until (B)(6) 2024 when the battery pack became completely depleted. There was no evidence in the electronic logs of any human interaction to address the aeds condition until (B)(6) 2024 when a replacement battery pack was inserted into the AED.